Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient ¿coded¿ while connected to a homechoice device. The event occurred during an unknown process step. It was not reported if the patient was hospitalized for the event. Medical intervention for the event and patient outcome were not reported. The caregiver did not provide any other details regarding the event; however, they requested a swap of the device. Renal therapy services initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. All connections appear secure with no evidence of moisture or infestation. A short, simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received that no device failure or malfunction was identified that could have caused or contributed to the reported event, the homechoice was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.